Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed. The unit failed a full inspection due to a loose scope socket mechanical lock on the video connector. It was determined the paddles could not be secured; all of the paddles were found loose and disconnected when moved, resulting in image noise or loss of image. In addition, no image was produced when tested using olympus 180 series scopes; the cause was isolated to a faulty circuit board (dr board).

Event description:
A user facility reported to olympus that the device was not producing an image and a "bad socket connection." There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the results of the device evaluation, and available information, the following causes can be inferred: 1.) Images are not imaged in the mask (when 180 scope is used): indicated phenomenon occurred because the dr-pcb failed. The cause of the failure of the dr substrate could not be conclusively determined. It is likely that the power supply of the operational amplifier on the dr board was burnt out due to the serial and the phenomenon. The power supply of the above op-amp was burnt out probably because power exceeding the absolute maximum rating of the power supply was generated. 2.) Scope connector lock failure: based on previous investigations of similar reported complaints, it has been confirmed that the scope connector lock mechanism will fail if the scope is removed without releasing the lock lever of the scope connector socket. Accordingly, when the user removed the scope, it is likely that the scope-connect-locking mechanism was broken by removing the scope-connector without releasing the locking lever of the scope-connector socket.